Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild to moderate paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic valve was implanted, resolving the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)